Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a software error. A technical support specialist manually reinstalled the rss agent 4.12 in accordance with ka 000011447 and adjusted the device time off by 5 minutes to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the station was stuck on the carefusion screen, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.